Event description:
It was reported that the patient previously had an unrelated procedure. After the procedure, the right atrial lead exhibited failure to capture. The patient presented on (B)(6) 2019 for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.